Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin. The following information was provided by the initial reporter: material no: 320550, batch no: 9352101. It was reported that the non patient end is bent prior to injection and will not attach to the pen. Also, the consumer had to use 2-3 pen needles to complete the injection because the insulin flow stops.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin. The following information was provided by the initial reporter: material no: 320550. Batch no: 9352101. It was reported that the non patient end is bent prior to injection and will not attach to the pen. Also, the consumer had to use 2-3 pen needles to complete the injection because the insulin flow stops.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.